Event description:
My wife is in end stage als and requires a ventilator with a backup to stay alive. Carecentrix, the contractor that the major insurance companies use for providing ventilators and other equipment to patients through 3rd party subcontractors, has consistently refused to meet its contractual obligations with respect to providing the backup ventilator. The problem is one that involves FDA oversight: the carecentrix business software is apparently programmed to prevent the provision of duplicate pieces of medical equipment to a single patient. This puts my wife at risk of having her backup ventilator removed against her will because of defective software. No one at carecentrix seems capable of solving this problem. If the backup ventilator is taken away and the primary unit fails, my wife dies. Carecentrix is forcing its subcontractor, (B)(4), to either provide the backup ventilator free of charge, to remove it, or to force me to pay for it despite it being covered by both (B)(4)).